Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty gold force sensor resistor. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving an error alarm on the insulin pump. Blood glucose level was 125 mg/dl at the time of the call. No further information was provided.